Event description:
Additional information received reported the patient did not have concerns regarding their device or therapy.

Event description:
It was reported, the patient had the device replaced with another manufacturer¿s model 8-10 months prior to report. It was reported the implant was not effective for the patient because, the manufacturer representative did not ¿finagle enough¿ to give it a chance. It was also reported the battery died in the implant. It was logged that for the past 10-12 months the patient had felt pain even when he was dreaming.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).